Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezf2418 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the catheter placement was conducted on (B)(6) 2015, which was found to fracture inside the patient's body on (B)(6) 2016 and was removed out at 7:00 pm on (B)(6) 2016. On 11/2/2016- it was reported that the catheter completely broke and migrated to the pulmonary artery. No patient symptoms were reported. The device was removed by an interventional radiologist via pigtail. The patient has recovered and been discharged from the hospital.